Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 268 mg/dl and it was addressed with a correction bolus. Reportedly, there were air bubbles in the luer lock. Tandem's technical support educated the customer on the proper steps to reduce air bubbles being introduced during the fill process.